Manufacturer narrative:
The device was disposed; therefore, no direct product analysis could be performed. The manufacturing records for batch 0008711302 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 12 atms on the third inflation. The initial and second inflations were to 10 atms each. The lesion being treated was located in the calcified and 100% stenotic mid right coronary artery (rca). The procedure was successfully completed with another manufacturer's balloon and placement of a liberte' stent. Patient status is listed as "good".